Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving more medication than intended. The device was programmed in the continuous mode to deliver an unspecified volume of 5fu that was delivered in 4 hours instead of the intended duration of 4 days. No further programming parameters were provided. Reportedly the homecare patient was hospitalized and admitted in the intensive care unit after event; subsequently the patient expired. The cause of death was unspecified. The customer contact indicated that the device was not at fault and that the issue involved an operator's error. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number therefore, it will not be returned for investigation. The customer contact indicated the event was the result of an operator error in programming the device. This report represents all the info known by the reporter upon query by hospira personnel.